Event description:
(B)(4). My left ovary (and possibly my fallopian tubes and part of my bowels) have fused to my uterus because the scar tissue incited by essure has spread from inside my fallopian tubes to outside my fallopian tubes, uterus and ovaries.